Event description:
Philips received a complaint by the customer on the v60 indicating that there was a misalignment of the touchscreen. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem--the touched position was observed to be out of alignment at the repair center. The pse replaced the user interface assembly and confirmed that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The accusation of the touchscreen misalignment issue associated with the ui assembly resulted in a no problem found. The product investigation lab (pil) technician verified that the ui assembly and touchscreen passed all flex cable resistance verification testing, resistance ratio testing, diagnostics and functional testing, and calibration.